Event description:
Solicited communication. Hhrn (B)(6) reported that last visit with pt there was a slight issue at the end where the pump (serial number: (B)(6); maintenance due: not reported) was showing 43 ml still needed to be infused but bag was empty- so this time rn hung the bottles and changed out half way through and now that we are almost at the end it seems to be that the pump is running just slightly fast than it should be and not showing the correct amount. Pump available for return. No adverse event reported that patient experienced due to pump running slightly faster in email. Pharmacy is replacing pump. No missed doses. No troubleshooting completed. Indication: other specified disorders involving the immune mechanism, not elsewhere classified. Reported to (B)(6) by: health professional.